Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this 28 mm annuloplasty ring in the mitral position was explanted and replaced with a 26 mm annuloplasty ring shortly after implant due to mitral regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.